Event description:
During the procedure the md hit a blood vessel and pt required ligation of the vessel to control bleeding. Pt's blood pressure dropped from blood loss and was hospitalized overnight for observation. Pt released next day without sequela.